Event description:
It was reported that the patient underwent a surgical procedure to revise this male sling system due to recurring incontinence that slowly returned following radiation therapy in 2018 that resulted from 0 pads per day to 1-2 pads per day. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. Incontinence is better since the implant.